Event description:
It was reported that there was early battery depletion, with chronically high lv (left ventricular) thresholds noted. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2010; 694758 implantable tachy lead, (B)(6) 2010. (B)(4).